Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose level was 23.5 mmol/l. Current blood glucose level was 19.6 mmol/l. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not using insulin pump on auto mode. Customer was assisted with troubleshooting. Insulin pump will not be returned for analysis.